Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. The alarm log review and functional testing revealed that the device had presented an f-28 alarm. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. A service history review revealed that the device was previously serviced for an f-28 alarm. The device was supposed to be removed from service. However, it was returned to the customer. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-28 alarm. No additional information is available.